Event description:
It was reported by the affiliate in germany that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had an electrical short. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary:the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: motor - not functioning. Electrical short. Button failure. Defective motor, defective motor cable, and defective hand control were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If informationis obtained that was not available for the initialmedwatch, a follw-up medwatch ill be filed as approprate. The type of investigation has been updated to add a manufacturing record evaluation. Investigation summary the complaint device was received at the service center and evaluated. It was reported that the device is "defective " . Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: ¿ motor - not functioning ¿ electrical short ¿ button failure defective motor, defective motor cable, and defective hand control were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.